Event description:
Please associate the report number below with the matching patient number. Unable to insufflate well with the boston scientific buttons (orca pods) forcing more air into patient which we try to avoid due to possible complications. Also, the suction button doesn't work well. Staff have had multiple issues with being unable to get the button off for cleaning. They had to institute a work around to have them come out per boston scientific rep. They have become stuck during cases, clogged, create bubbles which impacts visibility, and requires more air which is not desired and can impact patients negatively per our physician counterparts. Physician complaining about new endoscopy buttons (boston scientific), specifically unable to insufflate and poor suctioning. Doctor immediately noticed endoscopic buttons not working as expected. "Feels like I'm not getting any air", "you should see bubbles and you don't see any", "you can feel that there is not a good seal on the buttons". During colonoscopy biopsy port is leaking with button in place. Increased leaking observed once used. Biopsy button then popped off after multiple biopsies taken. While doctor was performing egd, the boston scientific orca pod buttons popped off the scope three times. It was a very difficult case on patient with esophageal cancer and stent. It lengthened the time of the procedure. Spoke to ed director regarding these issues. This appears to be the result of using a far less inferior product for a trial of which providers and staff are dissatisfied with. From what gathered, possible side effect caused by the difficulty of using these devices, but also causing over-inflation of the bowel and the sticking of the buttons in the depressed position. These items have been taken out of the trial due to the difficulty and potential issues the device is presenting with.